Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hyperglycemia on (B)(6) 2026 earlier that morning, with blood glucose levels reaching 401mg/dl. The patient's father later confirmed that the cannula from the previous infusion set was bent. The patient replaced the infusion set, and blood glucose subsequently decreased to 95mg/dl. No further information available.